Event description:
Device 3 of 3: MFR reference report: 1627487-2019-02527, and 1627487-2019-02528. It was reported that the patient is not receiving adequate relief from therapy. Reprogramming was attempted without success. Due to the issue, the system was explanted on (B)(6) 2019.